Manufacturer narrative:
The iabp unit was evaluated by the distributor for the reported issue of "system over temperature, regard to the repair and status of the iabp to fix the issue, the distributor replaced the scroll compressor and tested the unit for one hour, which tested normal. That all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : the iabp unit was evaluated by the distributor for the reported issue of "system over temperature, power-up test fail code #14", to fix the issue the distributor replaced the scroll compressor and tested the unit for one hour, which tested normal. They then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a system over temperature failure power up test fail code #14. There was no patient involvement, and no adverse event reported.